Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow-up maude report # mw5186077.

Event description:
Procedure performed: ni event description: the complaint was generated from maude report# mw5186077. Inzii retrieval system ref cd004, lot #1564962 broke inside the patient. All pieces removed. (B)(6). Intervention: all pieces removed. Patient status: unknown.